Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm sounded while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed in the device's error log. The manufacturer's service technician evaluated and found water intrusion to the flow line affected the pressure sensor, resulting in the error code to occur on the device. The manufacturer's service technician further evaluated and observed the following parts that had water intrusion: outer side panel, flow sensor, blower assembly, blower bellows seal, blower mount, blower chassis plate, blower cap, and system printed circuit assembly (pca) tubing. In conclusion, the device's outer side panel, flow sensor, blower assembly, blower bellows seal, blower mount, blower chassis plate, blower cap, and system printed circuit assembly (pca) tubing were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system pca was replaced for water intrusion as preventative measure, which was unrelated to the reportable issue. The display ribbon cable was replaced for physical damage caused during service, which was unrelated to the reportable issue. The display pca was replaced for preventative maintenance unrelated to the reportable issue.